Event description:
Procedure type: sigmoid resection. According to the reporter: after firing the distal donut was missing. A new instrument of different type was used to complete the procedure. Surgery was delayed about 20 minutes. No further details or observations were reported regarding the first anastomosis. No abnormalities were noted during the first firing. No leak test was performed since the distal donut was missing. No bleeding was reported. No staple reinforcement material was used. No patient injury was reported, current condition is well.

Manufacturer narrative:
.